Event description:
Subsequent to previously filed report, additional information and clarification was received: it was reported that an arteriotomy closure was attempted using a proglide device via an 8f sheath in one of multiple access sites after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device was successfully pre-flushed prior to use. Resistance was felt when advancing the 8fr sheath in the mildly calcified left common femoral artery; the vessel was noted to be "tough". Resistance was also felt inserting the proglide over the guide wire. As the guide wire exit port reached the vessel, stronger resistance was noted. The proglide was attempted to be advanced further by manipulating the device; however, no blood flow in the marker lumen was seen. Resistance was noted on removal of the proglide and the guide was thought to have kinked prior to a separation occurring distal to the foot. The vessel was incised and the separated portion of the proglide was removed with tweezers. Surgical suturing was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to insert the guide wire and marker lumen blockage were not confirmed. The kinked and separated guide was confirmed. Resistance during removal of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was used against resistance. It should be noted that the electronic proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the use against resistance was circumstantial due to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: describe event or problem.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device via an 8f sheath after a percutaneous coronary intervention. Reportedly, the proglide device was successfully pre-flushed prior to use. Resistance had previously been felt when advancing the 8fr sheath and the vessel was noted to be "tough". Resistance was felt inserting the proglide over the guide wire. As the guide wire exit port reached the vessel, stronger resistance was noted. The proglide was attempted to be advanced further by manipulating the device; however, no blood back flow in the marker lumen was seen. Resistance was noted on removal of the proglide and the guide was thought to have kinked prior to a separation occurring distal to the foot. The vessel was incised and the separated portion of the proglide was removed with tweezers. Surgical suturing was used to achieve hemostasis. No additional information was provided.